Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, an effusion occurred requiring a pericardiocentesis. Mapping and ablation were performed successfully in the left atrium. The sheath was then pulled to the right., when the patient became hypotensive. Upon observation of the heart with ice, a trace effusion was noted. Over time, the effusion increased. A pericardiocentesis was performed and the patient stabilized. No further adverse events occurred. The physician does not allege that any treatment in the left atrium was responsible for this event. The physician alleges that pulling the sheath back to the right was the cause due to the patient¿s abnormal anatomy and the location of the transeptal stick. The physician does not allege any abbott devices were the cause of the effusion.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.